Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the instrument revealed that the timing was disrupted, and the tack and spring were protruding from the tip of the device. Nineteen tacks were remaining. Spring was malformed. It was reported that the component disengaged, and the tacker did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may have been caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The malformed tacks or spring may occur when the timing is disrupted and the tack dose not disengage from the instrument and pulled from the tissue at the same time, stretching the tack and/or spring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Do not apply excessive force when firing the instrument, as the instrument may jam. If a helical fastener becomes jammed, rotate the instrument counterclockwise. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. To fire the instrument, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle completely; this sets the instrument for the next firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, when tacking in the abdominal wall, the handle locked and when trying to unlock the handle to fire, all the tacks came out of the handle at the same time. It was also reported that a component of the device fell into the patient's cavity and was retrieved. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the instrument revealed that the timing was disrupted, and the tack and spring were protruding from the tip of the device. Nineteen tacks were remaining. Spring was malformed. It was reported that the component disengaged, and the tacker did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may have been caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The malformed tacks or spring may occur when the timing is disrupted and the tack dose not disengage from the instrument and pulled from the tissue at the same time, stretching the tack and/or spring. It was also reported that there was a double index issue. The reported issue could not be confirmed. The most likely cause could not be established from the information availa ble. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: a minimum of 4 mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. This device should not be used in tissues that have a direct anatomic relationship to major vascular structures. This would include the deployment of helical fasteners in the diaphragm in the vicinity of the pericardium, aorta or inferior vena cava during diaphragmatic hernia repair. Do not use in ischemic or necrotic tissue. Do not apply excessive force when firing the instrument, as the instrument may jam. If a helical fastener becomes jammed, rotate the instrument counterclockwise. Applying excessive pressure against the nose of the instrument may stall and/or jam the instrument. To fire the instrument, simultaneously press the instrument nose against the tissue, mesh or patch and squeeze the handle completely; this sets the instrument for the next firing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, when tacking in the abdominal wall, the handle locked and when trying to unlock the handle to fire, all the tacks came out of the handle at the same time. It was also reported that a component of the device fell into the patient's cavity and was retrieved. Another device was used to resolve the issue. There was no patient injury.